Event description:
Subsequent tot the initial report filed, additional information received: the proglide was successfully flushed prior to use in the anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other additional proglide is being filed under a separate medwatch report number. Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with a proglide device in each access site using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was minimal blood flow coming from the marker lumen when both proglide devices were advanced into the artery. The sutures of two new proglide devices were successfully pre-placed in the rcfa and the lcfa. The sheath size was upsized to 12f in the rcfa and 16f in the lcfa and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.